Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system explant due to infection. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.